Manufacturer narrative:
H6 - health effect clinical code 4581: significant reduction of irido-coneal angels. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -2.5/1.0/113 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was explanted due to significant reduction of iridocorneal angles and excessive vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown. Reportedly, lens removal and no further treatment requested by patient. Patient is happy.